Event description:
Patient cadd legacy pump started to alarm last night while in use. There was no message, and batteries were not removed. An alarm with no message is indicative of battery removal, or removal of batteries 15 seconds after pump is stopped. Patient reports slight dip today, which she describes as excessive tiredness. Patient is running back up pump at the moment. Despite 'dip' patient feels fine and is not concerned. Advised patient to call if any questions. No further information provided. Will send replacement for pump serial number: (B)(4). Dose or amount: ud. Frequency: continuous infusion. Route: intravenous. Dates of use: (B)(6) 2017 to present. Diagnosis or reason for use: i27.0.